Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance, reaching a measurement of 2007 ohms. The ICD recorded an alert for high out of range impedance measurements and tones were emitted. The health care professional (hcp) contacted technical services (ts) on how to reset the alert. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).